Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation as does not recognize an open door. The device was determined to not meet all product specifications related to the reported event. The does not recognize an open door was verified. Evaluation loosened the switch, then was able to power on the device using the slide clamp. Upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not turn on upon insertion of slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.